Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple medications were not crossing over to multiple stations. A technical support specialist contacted the customer by phone. It was found that hospital information technology (hit) was already aware of the issue and had resolved it. The customer verified that the issue was resolved. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was not crossing over the multiple station. User mentioned they had put 5 stations in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.